Manufacturer narrative:
Section d4 & h4: additional information manufacturer's investigation conclusion: analysis of the submitted log file found several no external power events as well as several low flow hazard alarms. A specific cause for the low flow alarms could not be conclusively determined through this evaluation. The submitted system controller log file captured 3 no external power events. The first no external power event was captured on (B)(6)2019 at 06:48 and appeared to occur due to the depletion of both batteries. During this event, the system was supported by the backup battery and pump function was not interrupted. The event resolved when the system was exchanged to another set of batteries. The second no external power event was captured on (B)(6)2019 at 01:56 and appeared to occur due to the depletion of both batteries. The system was supported shortly by the backup battery; however, the backup battery then depleted. The pump then stopped, causing the controller to reset to the default manufacturing timestamp. Once the patient connected to fully charged batteries the system resumed normal operation. The third and final no external power event was captured on (B)(6)2019 at 10:42. There were also 4 low flow hazard alarms captured on (B)(6)2019 between 10:32 and 10:43. These low flow hazard events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. Also of note, the patient appeared to be operating on battery power for several weeks. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. The submitted log file appeared to show the system operating as intended. The patient was reported to be stable. The patient remains ongoing on vad support. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low flow alarms, low battery alarms, and no external power alarms, and the actions associated to resolve the alarms. This document explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. A section on handling emergencies is also provided. The hmii patient handbook warns that the backup battery should only be used for temporary support during a power-loss emergency. Inappropriate use of the backup battery may result in diminished run time during a power-loss emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 7 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient experienced a no external power event upon interrogation of the device. The manufacturer's technical service representative reviewed the log file and observed a no external power while the patient was on batteries on (B)(6) 2019. The battery run below the low voltage hazard threshold and the emergency backup battery (ebb) was activated. The patient tried to change the power source but led to a clock reset causing the pump to stop. Additional information: the clinical team confirmed that the batteries ran below the threshold causing low voltage hazard alarm and the ebb was activated. The patient tried to change power source, but led to a clock reset and pump stop. No treatment was provided due to the patient being at home and the event was discovered on (B)(6) 2019. The patient is stable.